Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that they are seeing an increase in the number of false positive results generated by the architect i2000 hbsag assay lot 44927hn00. The customer states that this issue seems to occur towards the end of the day. No specific patient information was provided. There is no impact to patient management reported.

Manufacturer narrative:
Arch i2000 g used non e analyzer. This late MDR is a retrospective filing. This report is being filed on an international product hat has a similar product distributed in the us. The investigation to determine the cause of this report has been completed. Masterlot release data, factory calibration data and lot tracking data were reviewed and no aberrancies were noted. A reproduction of the reported issue was not achieved, even using a returned instrument. No root cause was identified. The investigation showed that the reported issue is caused by a multivariate interaction of reagent, instrument and environment in connection with the specific hbsag assay design. The overall specificity of the assay is not affected and the product is performing as claimed in the reagent package insert. The current package insert states that all initially reactive specimens require retesting in duplicate to determine if the specimen is considered reactive or non-reactive. Repeat reactive results require confirmation testing using a neutralizing confirmatory test before disclosing hbsag status. Samples which are confirmed by neutralization with human anti-hbs must be considered positive for hbsag. This is a final report.